Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old female was implanted with an impella cp for acute myocardial infarction /cardiogenic shock. It was reported that while on support, the pump experienced suction alarms with no specified resolution. No other information was provided.